Event description:
The advocate called for help with the customer's meter. While troubleshooting, she performed control tests and received results of 384 and 410 mg/dl. The normal control range was 104-144 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.